Event description:
It was reported to boston scientific corporation in 2006 that a topnotch biopsy device was used during a prostate biopsy procedure (patient age, gender and weight unknown) two days prior. The first two needles used misfired. Subsequently, a third needle was successfully used to complete the procedure. No patient complications were reported as a result of this event. Note: this report is being filed for the first of two devices involved, please refer to MFR# 3005099803-2009-1746 for the report on the other device.

Manufacturer narrative:
A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. The device history record (DHR) was performed; no anomalies were noted. The root cause of the reported malfunction could not be determined. Product unavailable for analysis.